Manufacturer narrative:
The hospital did not ask for a service dispatch at the local dräger s&s organization and did not provide further information. Hence, evaluation and assessment had to be done on the base of the initial description of the ufr. It was stated that the device is back in use after replacement of the internal battery. The savina 300 is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. It cannot be excluded that the device was not connected to mains supply when the event occurred and that it simply ran out of energy when the internal battery was depleted. But since the user stated that it was a shut-down or reboot and that it was necessary to replace the battery, the following scenario seems more likely: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. The device has a manufacturing date of 03/2018 - it is not known when the last battery exchange was performed if ever. As pointed out in the instructions for use, the internal battery shall be regularly checked and replaced every two years at standard operation conditions. Further, the user shall check the availability of the internal battery prior to each use cycle. An overaged or otherwise damaged battery will clearly be identified with these checks and should prevent from putting the device into operation in this state. From the fact that the event nevertheless occurred dräger concluded that lack of maintenance and failure to follow manufacturer¿s instructions were contributing factors in the event.

Event description:
It was reported that the device alarmed for battery failure during a running ventilation episode and performed a shut-down or reboot. The device was immediately replaced in a controlled maneuver; no patient consequences have reportedly occurred.